Event description:
Procedure: sleeve gastrectomy. According to the reporter: the devices stapled properly (test with methylene blue) but the hemostasis was not complete. Bleeding occurred all along the digestive tube and the surgeon first tried a bipolar sealing instrument, but it did not work. The surgeon then completed with thread. The pt did not suffer from high blood pressure and was not taking b. Blockers. The operation was extended by an hour.

Manufacturer narrative:
(B)(4).